Event description:
Pt treated in the ER for cardiopulmonary arrest. As per attending personnel, they could not get the defibrillator to discharge either on pacer pads or paddles. It was immediately replaced with a back-up. Review of occurrence was done and it was determined that the device failure played no role in the outcome of the pt. IV epinephrine x1, IV atropine x1, no response; defibrillate x 1 300 joules; no response. Cardiopulmonary arrest. To morgue.